Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up nr 1 information: investigation: the issue occurred during software update. After a software update a function check is mandatory and there is no possibility that it would not be detected prior to usage on a patient. The root cause was determined to be a defective control board. It was replaced and the device function as intended.

Event description:
The following was reported to hamilton medical ag: during sw update process (from 2.2.x to 3.0.3) the device shut down and started to alarm. Black screen. Will not start. This problem occured after when uploading the .tar file. So the migration file/upload was successful, but during .tar upload the device went black and started to alarm. Will not power on/start the processor. (I can hear the power circuit starting when pushing on, but noting happens. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during sw update process (from 2.2.x to 3.0.3) the device shut down and started to alarm. Black screen. Will not start. This problem occured after when uploading the .tar file. So the migration file/upload was successful, but during .tar upload the device went black and started to alarm. Will not power on/start the processor. (I can hear the power circuit starting when pushing on, but noting happens. No patient involvement.